Event description:
It was reported that during an unk procedure, after three cycles of firing the device, there was much resistance on the fourth firing and a loud "knack" was heard. The device was broken and could not be fired anymore. The device also would not release from the tissue and scissors had to be used to cut the device from the tissue. A second device was opened and could only be fired two times. The stroke indicator stopped after the second stroke and would not move further. When squeezing the firing trigger, there was no resistance at all, like squeezing in air. The knife did not move forward. A third device was opened and performed fine. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.